Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. The supplies were changed to address the event. Reportedly, contact suspected the blockage was at the site. However, it could not be confirmed.